Event description:
Storage of our products are stored within close proximity to our day unit in a climate-controlled area. At no point are needles used with these products. 2 patients¿ treatments were cut short as a result. There were 5 chemotherapy leaks, and the rest were normal saline during priming. Pembrolizumab: mfx2307e product x 2, batch:mh010, exp: 2029-11-05. Paclitaxel second spill same day. Nab paclitaxel ¿ quattro mfx230e. Ports are all wiped with 3m soluprep 2% w/v chlorhexidine gluconate + 70% isopropyl alcohol.

Manufacturer narrative:
Additional information in section b. Investigation result: no 10012241 sample was returned for investigation; however, the customer reported that the affected sample was from lot 25025222 and that "leaking noted from texium - connected to duo and quattro smartsite ports." Additional information noted that "there were 5 chemotherapy leaks, and the rest were normal saline during priming." The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 25025222 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the texium product family in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium closed male luer with female cap had leakage. The following information was provided by the initial reporter: leaking noted from texium - connected to duo and quattro smartsite ports.